Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the reported issue did not prevent the companion 2 driver from performing its life sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver displayed a discrepancy between the left and right fill volumes while supporting a patient. The customer also reported that the patient was switched to a backup companion 2 driver. There was no reported adverse patient impact.

Manufacturer narrative:
The customer-reported issue of a discrepancy in cardiac output and fill volumes was confirmed through review of the patient data file. During initial testing, the driver passed all functional tests including those related to cardiac output and fill volumes. The driver underwent an observation run where a discrepancy between the left and right cardiac outputs, and a discrepancy between the left and right fill volumes was observed. After replacement of the main valve assemblies, the discrepancies decreased to a difference within specifications. The root cause of the customer-reported issue was determined to be a malfunction of the main valve assemblies. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.